Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The device was started up at (B)(6) 2025. At 17:40:13, an arrhythmia was detected. ECG shows vt from 280-240 bpm with CPR/electrode lead fall off. The lifevest properly detected vt. CPR/electrode lead fall off prevented the lifevest from treating the patient. The electrode belt was disconnected at (B)(6) 2025.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The device was started up at 15:35:22 on (B)(6) 2025. At 17:40:13, an arrhythmia was detected. ECG shows vt from 280-240 bpm with CPR/electrode lead fall off. The lifevest properly detected vt. CPR/electrode lead fall off prevented the lifevest from treating the patient. The electrode belt was disconnected at 18:42:40 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the device malfunction caused or contributed to the patient's passing as the device was able to detect vt rhythm.